Event description:
Ref imp report (B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR) and (B)(4) (the imp). (B)(4). The pump was tested three times for volumetric accuracy with a rate of 250ml/hr and a volume to be infused of 250ml with results as follows: 1st test: 248ml or 99% of expected volume for 1 hour; 2nd test: 249ml or 98% of expected volume for 1 hour; 3rd test: 247ml or 98% of expected volume for 1 hour. The pump performed within specifications. In a follow-up with the facility, the reporter stated that she does not have the specifics at this time; however, she stated that when the pump is set to infusion for a certain time the pump would say that 'x' amount had infused and the amount set to infuse was not delivered. The reporter also stated that many nurses clamp a main line so that the fluid will not pull from the flush bag even when it is considerably lower than the chemo bag "it appeared more when there were ivf fluids hanging concurrently, but no fluid would back up into the second primary line, all kinds of bags seem to affect it. Also vacuum of small hard side." The pump's operational log was reviewed. Based on the information given by the customer, the log does not show a rate of 250ml/h was set for the secondary infusion on (B)(6). The only time a piggyback infusion was selected during the complaint period is (B)(6) 2013, but the rate was set for 115ml/h. Therefore, the date (B)(6) 2013 was used for log review.